Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 116" "pacer disabled", and "defib disabled" message. Complainant indicated that there was no pt involvement in the reported malfunction.